Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant, the rv lead perforated the apex. It was noted that there was not much fluid in the pericardial cavity via ultrasound and the intrapericardial pressure was fine during and after the procedure. The physician explanted the lead but did not implant another one. Perforation will be monitored because it may resolve on its own. The patient went home with a life vest and will not get another implant at this time.